Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that structural deterioration occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. Junctional rhythm was noted post balloon valvuloplasty. A27 mm lotus valve was deployed with correct positioning in the proper anatomical location. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, subject presented with unknown symptoms and was diagnosed with valve degeneration. On the same day, the subject was hospitalized for further evaluation and treatment. The event was treated medically. At the time of reporting, the event was considered to be not resolved.

Event description:
Respond study. It was reported that structural deterioration occurred. The patient was enrolled into the respond study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. Junctional rhythm was noted post balloon valvuloplasty. A27 mm lotus valve was deployed with correct positioning in the proper anatomical location. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, subject presented with unknown symptoms and was diagnosed with valve degeneration. On the same day, the subject was hospitalized for further evaluation and treatment. The event was treated medically. At the time of reporting, the event was considered to be not resolved. It was further reported that in (B)(6) 2020, the patient's symptoms were worsening shortness of breath on exertion, anginal pain on walking for about 20-30 yards and episode of chest pain. A valve in valve procedure was recommended to be performed on a later date.

Manufacturer narrative:
A1 - patient identifier: (B)(6). B5 - describe event or problem: updated. B6 - relevant test / laboratory data: updated.